Manufacturer narrative:
The data logs were returned and confirmed that there was a sudden rise in purge pressure. The device was returned for evaluation and a severe kink was found directly after the pump plug. The pump ultimately stopped due to blood ingress.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) asian male patient had impella 5.5 pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pump stopped after several days of support, the patient was stable when this occurred so the pump was removed.